Manufacturer narrative:
On july 02, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Multiple attempts were made to get clarification about the lot number, however no further information is available; the manufacturing record evaluation could not be performed. If clarification is received in the future the manufacturing record evaluation will be completed. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile saline breast prosthesis and experienced capsular contracture (baker grade 3) and a rupture on the left side post-operatively, which was diagnosed with an office visit. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 250cc mentor smooth round moderate profile saline breast prosthesis (catalog 3501635) with serial number (B)(6). The lot number reported (555594) does not match mentor¿s records. Multiple attempts have been made to gather additional information; however, no further information has been provided. If mentor receives additional information regarding the event or device, a supplemental report will be submitted accordingly.